Manufacturer narrative:
Technician found old fluid residue on pc board. He replaced parts to resolve issues.

Event description:
Technician alleged intermittent function in left intermediate siderail only.